Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was unresponsive when the pump was plugged into a power source, despite using multiple wall adapters, usb cables, and wall outlets. The pump would not power on when plugged into the charger. The customer's blood glucose was 153 mg/dl. Reportedly, the customer had an alternate pump and manual injection supplies available for alternate insulin therapy.